Event description:
It was reported that the implantable cardioverter defibrillator delivered high voltage therapy to the patient. It was unknown if the therapy was appropriate or not. On (B)(6) 2016, the device was explanted and replaced due to an unrelated issue. No further information was reported.